Event description:
It was reported that following a revision, the patient experienced an intermittent shocking or jolting sensation for 6-8 weeks. The symptoms occurred mostly while the patient was sitting. The patient mentioned this to the hcp just prior to going in to the operating room for a revision in 2009. The hcp noted fluid in one of the connections to the lead. A new boot was applied after disconnecting, cleaning, and drying the connection. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.